Event description:
The salute fixation device is intended for fixation of prosthetic material. The surgeon was conducting a hernia repair and deployed candy cane shape constructs into the patient. The wires were removed,and the case was completed with the same instrument, successfully. There was no adverse effect to the patient. Subsequent to this problem, the instrument began deploying straight wire. The instrument has not been used in a patient since the straight wire deployment was observed, prior to a case.